Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported left side rupture and discomfort. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ pain: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported left side rupture and discomfort. The device has been explanted.